Event description:
It was reported this was an arteriotomy closure of a common femoral artery using a prostyle device after an unknown procedure. Reportedly a suture break occurred during removal of the plunger. It was also noticed that one of the needles was missing [separated]. A new prostyle device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.